Event description:
It was reported that the device had a "travel coarse" error. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Crack on plunger case, top case and bottom case. Device problem was duplicated at the occlusion test. Root cause was lead screw and both clutches were very dirty. Replaced lead screw and both clutches to fix the problem. Device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.